Manufacturer narrative:
For the event reported in 1823260-2015-02603, a new sample from the patient was submitted for investigation. Interference to streptavidin was found in the sample. Product labeling describes this interference.

Event description:
This report, while being submitted as an initial report, is a follow up report for medwatch 1823260-2015-02603. Roche diagnostics has implemented a new software system and must report this follow up report in this manner due to system design. This situation will only occur for cases reported initially in the prior software system.